Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: due to a pinhole on bending section cover water tightness is lost, the bending cover was knocked to a sharp surface, plastic distal end cover has foreign objects, adhesive on bending section cover has a chip, plastic distal end cover has a scratch, light guide lens has a chip, adhesive around light guide lens has a scratch, adhesive around light guide lens is peeled, adhesive around objective lens is peeled, protector of universal cord on scope connector side has a scratch, paint on air water cylinder is peeled, switch 1 has a scratch, plug unit is deformed, universal cord has a wrinkle, universal cord has a scratch, control unit has discoloration, adhesive on bending section cover has white-clouded area, adhesive on bending section cover has a crack, suction cylinder is shaved, and the connecting tube has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign matter in the tip cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   The customer cleaned, disinfected, and sterilized the device before sending it to olympus. However, they did not presoak the endoscope in the detergent solution. Additionally, the customer did wipe/brush the distal end with clean lint-free cloths, brushes, or sponges. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material and the root cause cannot be identified. The event can be [detected/prevented] by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.